Event description:
The pump worked well for the first months, then suddenly, pus started coming out from the pump reservoir site. As the pt's daughter pushed harder and harder, more pus came out; sometimes the pus was mixed with blood. This continued for 4 months. During that time, the pt's daughter asked the hospital tech if this was normal and "he said it's nothing, it's nothing." Eventually, the pt's daughter contacted the physician and the physician saw her mother. The physician stated that it was "very dangerous" and the pt was taken to surgery the next day. The physician explanted the pump, cleaned the pump implant site, and re-implanted the same pump contra laterally. The pt was given antibiotics. The pt recovered. The device system was used to deliver morphine.

Manufacturer narrative:
(B)(4).